Event description:
During follow up for a check lines and bags alarm: the registered nurse (rn) stated the home patient's (hp) transfer set had become disconnected from the catheter. The type of catheter adapter was unknown. The catheter adapter did not have any visible damage or residue on the threads. No assist devices were used to make the connection. No initial connection difficulties were noticed. No disconnection difficulties were noticed. The transfer set was not previously reattached to the adapter by the patient or caregiver prior to this event. It is unknown when the separation occurred. The nurse was not aware of anything that may have caused the connection to become separated. It is unknown how the catheter was stored against the body. The catheter was removed and not replaced. The nurse was unable to provide any further information.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.